Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had an infection at the battery site. The patient underwent an explant procedure and was placed under antibiotics.